Event description:
The patient had rotor cuff surgery. The deep brain stimulator was on prior to surgery. It was checked sometime afterward and was off. Interrogation of the device with the patient programmer revealed a blinking deep brain stimulator battery indicator light, indicating low battery voltage. See mfg. Report # 3004209178201004492. Additional information has been requested. A follow-up report will be submitted if additional becomes available.

Manufacturer narrative:
(B)(4).